Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was between 456mg/dl. Current blood glucose level of customer was 106mg/dl. It was found that customer had experienced symptom at the time of incident including nausea and abdominal pain. The auto mode feature was not active at time of incident. The insulin pump was failing after changing the battery it kept on asking to change the battery, 3 batteries in less than 24 hours and the level of the battery reduced. The insulin pump and the batteries were hot which leads to extreme fluctuating blood glucose level. Insulin pump had crack on back side. There was no damage to retainer ring. Insulin pump had pump error alarm and customer was not able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged high bg/exposed to magnetic field or MRI/pump error 130/device heating up/short battery life/cosmetic damage at the battery compartment found on dec 07, 2021. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement, active current measurement and displacement test. No unexpected no delivery/occlusion alarm, motor error alarm, pump error 130 alarm, low battery alert, battery power loss alarm or device heating up noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (3) pump error 130 alarms found in the pump history file on dec 07, 2021 at 13:20, 13:30 and 13:31. (4) low battery alerts found in the pump history file on dec 07, 2021 at 10:01, 10:16, 17:43 and 17:58. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Motor passed the motor test outside of the device. The force sensor measurement was within spec range (22.4mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. Exposed to magnetic field or MRI/pump error 130/device heating up/short battery life was not confirmed. Cosmetic damage confirmed at the back of the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.